Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a fracture. The lead was successfully explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.